Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb board, the hard drive, and the sotware upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9800 system intermittently closes down. No pt injury was reported.